Event description:
Eleven yo pt was implanted with a ti side opening screw on (B)(6) 2008. A device lengthening of a rib to rib and rib to spine veptr device was performed on (B)(6) 2011 along with implantation of a collar w/grooves and a nut. Pt was home several weeks after lengthening and heard a pop and presented with a broken screw. Pt was returned to operating room and the screw, collar, and nut were removed on (B)(6) 2011. Pt was revised to a hook. This is two of three reports for this event.

Manufacturer narrative:
The device history records were reviewed and no issues that would have resulted in this complaint were found. The device was received and measured: all relevant features met product specs.